Event description:
This patient in october 1987, had placed bilaterally silicone breast implants. In december, 1987 she developed symptoms of severe fatigue. She then developed a malar rash to the sun. In 1988 she progressively developed symptoms of polyarthralgia. She had a postive ana of 1:320, in december of 1988. She is presently being treated for lupus like disease. A bilateral periprosthetic capsulectomy with removal of the implants was performed. The implants that were removed were intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.